Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported guide detachment was confirmed. The reported foot retraction issue could not be replicated in a testing environment as it was likely related to procedure circumstance. The reported difficulties and subsequent treatment appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device via a 6f sheath after a left heart and right heart catherization diagnostic procedure. Reportedly, the proglide device was inserted and deployed successfully; however, when the lever on the proglide device was pushed to close the foot, the foot did not retract. The physician twisted the device slightly to assist in retracting the foot and to expose the guide wire port; however, this was unsuccessful and the device broke in half inside the patient at the location of the footplate mechanism and only the top half of the device was removed from the patient. A vascular surgeon was called who was able to remove the bottom half of device (black rubber end) from the groin. The patient was put under general anesthesia. A 12f sheath was inserted to maintain hemostasis and then a cutdown procedure was performed to examine the vessel. The vessel did not require any further surgery and no vessel damage was noted. Suture material from the proglide was found outside of vessel and not attached to it. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure as the patient had to be sent for the cut down procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.